Event description:
The pt reported his insulin infusion device gave an 09 end of life message. He stated that the device did not give any of the 8x alerts. The pt did not report blood glucose concerns related to this issue. The pt did not require assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for eval.